Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two tapered screw-vent implants, (tsv4b13 & tsvwb11) were reported but not returned for investigation. Therefore, visual evaluation could not be performed. This investigation addresses the tsvwb11. DHR review was completed for the subject lot number 1242066. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1242066 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿allergic reaction¿. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: adverse effects. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error/patient factor. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device was not returned.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k013227.

Event description:
It was reported that the implants at tooth sites #12 was removed due to an allergic reaction. Patient has an allergic reaction and has big inflammation. Patient requested implants to be removed. Customer reported that no allergy test was done. The patient had an allergic reaction bumps/hives that confirmed allergy.